Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a1; a2. Supplemental report for patient information received. Investigation is still in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the product broke intra-operatively during surgery. Attempts have been made and no further information has been provided.